Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/10/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2016 with the following findings: a review of the pump black box data showed evidence of a partially discharged battery being used. The data showed no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was undamaged. During testing, the pump successfully completed a rewind, load, and prime sequence. The current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.